Event description:
It was reported the battery was deteriorating. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device, which is part of the philips loaner pool. It was determined that the battery had deteriorated due to use over time. The battery will be replaced and then the device will be validated. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A replacement battery has been ordered to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.